Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v690087, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v855467, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
This was a bilateral system. Reference MFR 3004209178-2013-03632.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: should only be checked ¿serious injury.¿ the initial report incorrectly checked ¿other¿ and included the event type other text as ¿suicide ideation.¿

Event description:
It was reported that the patient experienced suicide ideation. The patient was admitted to the emergency department on (B)(6) 2013 for inpatient treatment. The patient was reported to have "underwent a full psychiatric evaluation and medication adjustment." The patient was discharged on (B)(6) 2013 with "resolution of suicide ideation." The patient had previously been admitted and discharged for suicide ideation as reported in MFR report # 3004209178-2012-07778 and MFR report # 3004209178-2012-07779. A supplemental report will be filed if additional information becomes available.